Event description:
The hcp reported the pt was experiencing opioid withdrawal and inadequate pain control. A fluoroscopic exam was done - the results were not reported. The device was replaced due to "possible trauma to pocket site." The pt was reported to be much improved with the new pump. A follow up report will be sent when additional information is received.